Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during testing. Solder contact pins common to connector j16 had lifted off the solder lands due to cold solder and/or physical stressing of the solder joints during the use of the device.

Event description:
The device was returned to the bench as the customer was requesting evaluation of the device for cosmetic issue. While at the bench, the technician observed an ECG bias error message which was not reported by the customer. The device was not in use on a patient.